Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No product was returned for review, therefore their exact conditions cannot be described. Manufacturing documentation could not be reviewed as item and lot information has not been provided. These devices were used in the treatment of a medical condition. Compatibility of the devices could not be reviewed, and a complaint history search of the manufacturing lots could not be performed. With the information provided, a root cause analysis could not be performed.

Manufacturer narrative:
No devices or photographs were returned for review; therefore the condition of the devices is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Review of the operative notes dated (B)(6) 2014 noted that the patient had free fragments of ceramic debris found in and around the hip join and extensive debridement was performed. The femoral head and the liner were explanted and a new head and liner were implanted. Cocr femoral head was implanted. The possibility of the ceramic pieces in the patient's body still remains. Zimmerbiomet does not recommend the use of the cocr femoral head after a failed ceramic articulating surface combination as called out in the continuum acetabular system surgical technique. It is reported that the patient underwent another revision; however the revision surgery notes were not provided for review. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Product history search revealed no additional complaints against the related part and lot combinations. A definite root cause for the reported issue cannot be determined with the informed provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient underwent an open reduction with internal fixation.

Event description:
It is reported the patient was revised due to continuing complications from a broken ceramic liner, which was removed in a previously surgery. It is unknown what components were revised during this surgery.